Event description:
It was reported by service report that the base could not be retracted properly in order to load the cot into the ambulance, and the col retaining post was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Retaining post and latch lever.